Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip, a broken belt clip slot and a cracked display window.

Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The caller stated that the act and esc buttons were frequently unresponsive to presses. The blood glucose reading was 133 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.